Event description:
It was reported that this right ventricular (rv) lead has exhibited a gradual increase in shock impedance that has reached out of range measurements. Commanded shocks have been performed in the past to review system condition, and in range measurements have been obtained. This rv lead remains in service. No adverse patient effects were reported.